Manufacturer narrative:
The customer reported that they did not receive an overview alarm resulting in a patient death. Per communications with the field service engineer (fse), the customer had the caregroups properly setup but they did not have the prompt tone checked. The fse checked the prompt tone and tested the system to ensure it was operating properly. The fse explained to the customer the behavior of the prompt tone so they would know what to expect. No device malfunction occurred. This is considered a customer configuration issue / user misunderstanding.

Event description:
The customer reported that they did not receive an overview alarm resulting in a patient death. The patient expired.